Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint involved a tego¿ connector that was reported to be involved in several blood losses for a patient. The amount of blood loss was blood loss was reportedly between 51 ml to 100 ml. At the start of the hemodialysis treatment, the nurse raised the head of the patient's bed, and the venous line disconnected from the tego valve. No product defect was observed before use. The device was not changed/replaced. Consequences from this event are as follows: transfusion of 2cg the next day, a small decrease in hemoglobin from 9.6 to 9.4. Measures taken are as follows: a blood count scan/check and testing and the presence of irregular antibodies was performed. Anticoagulant used: chlorexidine 0.2%. The reporter stated that they were sure to correctly connect the venous line to the tego valve and that mobilizing the patient should not have led to disconnection. They further indicated that the patient did not have a blood borne disease. There was no delay in therapy, no adverse operator consequences, no requirement for medical or surgical intervention.

Manufacturer narrative:
The complaint of disconnection / loose connection on item d1000 could not be confirmed by investigation since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history record was reviewed and no non-conformities were found that would have led the reported issue on the complaint.